Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. A 3.00 x 16 synergy¿ drug-eluting stent was advanced but failed to cross the lesion due to angulation and the stent dislodged from the balloon during crossing attempts. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.